Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to the customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results accompanied by symptoms. The customer is concerned with meter to meter comparison of 65mg/dl using the true result meter and 101mg/dl using the hospital's meter. The expected non-fasting blood glucose test result range is 80 to 110mg/dl. The customer did report symptoms of facial tingling and chest pains. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/18/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :89mg/dl date: (B)(6) 2017 time:01:02 pm not fasting , result 2 :71mg/dl date: (B)(6) 2017 time:10:24pm not fasting, result 3 :82mg/dl date: (B)(6) 2017 time:7:44pm not fasting, result 4 :88mg/dl date: (B)(6) 2017 time:5:26 pm not fasting, result 5 :88mg/dl date: (B)(6) 2017 time:12:58pm non-fasting. Customer called in states the meter is reading low blood results and customer states the meter at hospital read 101 mg/dl not fasting and his meter read 65mg/dl not fasting within 15minutes of eachother. Customer states meter read 65 mg/dl not fasting and concerned with only this low reading and states his normal not fasting range is 80mg/dl-110mg/dl not fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hypoglycemia. Customer stated that he sought a hospital on (B)(6) 2017 due to his true result meter giving a low result of 65 mg/dl not fasting and his symptom of tingling in face hypoglycemic symptom and he stated he had a combination of chest pain. When he was discharged, he was discharged with chest pain unknown. Customer was discharged on (B)(6) 2017. Customer is no longer experiencing symptoms.